Event description:
It was reported that the pump failed calibration. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed contaminated battery springs, a cracked battery compartment and a lifted downstream sensor seal. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream sensor. As a result, the downstream sensor was replaced. Product is beyond a year from manufacture date (01/2019) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.